Event description:
It was reported that initially the device was working. Recently the patient's benefit decreased. Testing carried out on (B)(6), 2010 shows that the device has malfunctioned. The patient was re-implanted on (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.